Manufacturer narrative:
Zimmer biomet complaint (B)(4). Investigation results: one zimmer dental healing collar was returned for inspection. Visual inspection revealed wear about the collar and the threads. The hex head was also slightly worn, but functional. The implant that allegedly would not mate was not returned for inspection. Returned device was examined visually by the naked eye and through magnification. Functional testing revealed that the healing collar was able to fully seat with an appropriately sized implant. Complaint against the healing abutment is unconfirmed. The lot number and complaint review was preformed and did not identify any deviations which would have contributed to this reported event. A definitive root cause for the complaint could not be determined without event confirmation. Review of appropriate documentation: healing collars ¿ for use with tapered screw-vent®, screw-vent® and trabecular metal¿ implants select the appropriate size healing collar for the platform of the implant and with appropriate height and emergence profile to fit the existing or desired tissue contour of the site. The healing collars are anodized with color-coding on the lower portion to indicate the implant platform diameter. The top surface of the healing collar is etched with three numbers to reference implant platform diameter (left), emergence profile diameter (top right) and cuff height (lower right). The numbers for implant platform and emergence profile show only the initial digit of the related measurement. Patient ID was not provided. Age was not provided. Patient weight was not provided. Event date unknown. (B)(4).

Event description:
The doctor reported that the healing abutment just kept spinning and would not remain seated. The procedure was completed with another healing abutment (hc345) from stock.